Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), after removing the electrode pads burns were found on the patient's skin. The customer was unable to provide information on the degree of the burn.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The stat padz used during the event were returned to zoll medical corporation for evaluation. The pads were visually inspected and noted hair stuck to the front pad. The pads passed continuity testing. It is important to note that during defibrillation therapy, patients can experience burns and redness due to a high measured patient impedance. This could be for a variety of reasons including, but not limited to, skin preparation, electrode application, or poor coupling. Zoll recommends that patients are cleaned and clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. Poor coupling appears to be a factor in this patient event. Analysis for reports of this type has not identified an increase in trend.